Manufacturer narrative:
This is a semi-rigid fiberscope and the shaft of the scope was bent causing damage to internal fibers resulting in a poor image. Doctor examined scope pre-procedure and was aware that scope was bent; doctor proceeded with case.

Event description:
Allegedly, during a saliendoscopy procedure, doctor stated scope visualization was inadequate so he aborted the procedure. Patient exhibited swelling of cheek at the end of the procedure. Doctor will reschedule.